Manufacturer narrative:
Corrected fields: initial reporter address 1 field (e1) in section e, initial reporter.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one shock as inappropriate therapy for the patients supraventricular tachycardia (svt). Technical services (ts) was consulted and discussed stored data as well as available programming options. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one shock as inappropriate therapy for the patients supraventricular tachycardia (svt). Technical services (ts) was consulted and discussed stored data as well as available programming options. This device remains in service. No adverse patient effects were reported.